Event description:
It was reported that during set up for a tka cori assisted surgery one (1) real intelligence cori was turned on but did not start. The problem could not be resolved by changing the cable. The procedure was performed, without any delay, using a manual procedure. Since the incident occurred before the procedure, the patient was not yet involved.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
Additional information: d9, h3, h6 (component code, type of investigation, investigation findings and investigation conclusions) , h10 (roi). H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), intended for use in treatment, was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. Testing found that one of the fuses to the power switch had blown. When attempting to troubleshoot by connecting a known working power switch, it was discovered that the system was causing the fuses to blow. Due to the destructive nature, it could not be determined which component was responsible during the investigation. The reported issue that the console would not power on was confirmed. It was found that the system is causing one of the fuses in the power switch to blow when powered on, however a definitive root cause could not be determined during the investigation. Possible causes are related to a component defect, most likely an electrical short. The other components required for power transfer, such as the power supply, power management board, or one of the various wiring harnesses used to transmit power between components are the primary suspects for this event. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review was performed by part number and similar complaints were identified. A review by serial number was performed and no similar complaints were identified. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file including a documented risk level. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.